Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 400mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Reportedly the customer had manual injections as alternate insulin therapy.